Event description:
It was reported that the patient's blood glucose level rose to 14 mmol/l (252 mg/dl) while wearing the pod between 25 and 36 hours. Investigation of the pod found a tear in the unexposed portion of the soft cannula. The device was originally reported for elevated blood glucose levels. No medical assistance was required. A new pod was applied.

Manufacturer narrative:
An investigation was completed on the returned device and a reportable malfunction was found. The investigation altered the device and may affect subsequent evaluation. Inspection of the device found evidence of fluid contact on the mechanism rails. The batteries were measured to have sufficient voltage. The download data does not contain any timeouts, drive stalls, or hazard alarms. Inspection of the fluid path components found a tear in the unexposed portion of the soft cannula which resulted in fluid leaking inside the device. The investigation confirmed the internal soft cannula leak prevented the proper delivery of insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.